Manufacturer narrative:
ID-case number also reported as (B)(6). Additional information provided. Corrected data: weight. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had a revision/removal procedure on (B)(6) 2018 due to non-union and delayed healing. Six (6) 2.7mm variable angle locking screws were noted to be broken at the heads. All hardware was removed. Fragments were generated from broken device but was easily removed without additional intervention. Patient was re-plated and bone grafted with cancellous chips and bone morphogenetic proteins (bmp). Procedure was successfully completed with no surgical delay. Patient status is okay. This report is for an six (6) unknown screws. Concomitant devices: variable angle-locking compression plate distal tibial plate (part: 02.118.209, lot: h517133, quantity: 1), 3.5mm cortex screws (part: unknown, lot: unknown, quantity: 5), 4.0mm cannulated screws (part: unknown, lot: unknown, quantity: 2), washer (part: 219.98, lot: unknown, quantity: 2).

Manufacturer narrative:
Year of event is reported as 2018; exact date is unknown. This report is for an unknown number of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device remained implanted to the date; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient presented broken unknown screws in a distal tibial plate. This was discovered during x-ray. Originally, construct was implanted on (B)(6) 2018. Surgeon will perform computed tomography scans to determine whether the patient has healed. Patient status is unknown and no revision surgery was performed at this time. Concomitant device reported: tibial plate (part # unknown, lot # unknown, quantity 1). This report is for an unknown number of unknown screws. This is report 1 of 1 for complaint (B)(4).